Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the handle, both plunger cases were cracked, and the bottom case was cracked by the l bracket. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing was able to duplicate the reported issue. There was contamination around plunger flippers made them uneven and sticky. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced left plunger case. Performed power up process, occlusion test and all functional tests which passed. UDI information was unknown.

Event description:
It was reported that the pump's plunger was broken. No patient injury was reported.